Event description:
It was reported by remote transmission the atrial lead had oversensing noted. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m implantable pacing lead 1998 (B)(6). (B)(4).